Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused. The event occurred during infusion of iron sucrose at the '"hemeonc/pall" care area. The device was programed to deliver 100ml; the total volume in the solution bag was ~115ml. The expected infusion time was 15 minutes. The customer reported that approximately 30ml remained in the solution bag after the infusion was anticipated to end, and took an additional 5 minutes to complete the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.